Event description:
This pt suddenly experienced pain around cochlear implant after possibly touching a lawnmower. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's spec. Explantation/reimplantable surgery was successfully completed in 2005.